Manufacturer narrative:
Initial and final MDR 1903401 - MDR 3003442380-2024-11832 - device 2 of 5.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that patient faced infusion set fell off event on (B)(6) 2024. The infusion set was in use for 2 hours. No further information available.